Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving intrathecal prialt and dilaudid (concentrations and doses unknown) via an implantable pump for non-malignant pain. It was reported while resyncing to the pump, they had been having problems with the device (personal therapy manager). It was noted the "one the patient had for years (8835 ptm) before this worked perfect. This thing - every day - I have major issues." It was also reported "the 90% right here, even prior, it would take a long time to get through that to 100%."  The agent was able to resync to the pump without issue.  The patient would monitor and call back for assistance as needed.